Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they customer hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 12 mg/dl. Current blood glucose level was 120 mg/dl. The customer was treated with glucose infusion and glucose tablets. The customer was using the insulin pump within 48 hours of low blood glucose event. Based on customer report customer did allege insulin pump was over delivering. The device will not be returned for analysis.